Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 147 mg/dl. The customer states the top of where the reservoir goes in has cracked, the black ring comes out and will not stay in. Troubleshooting was performed for damage and noticed the reservoir is able to lock in place but the o-ring will not stay in pump. The insulin pump will be returned for analysis.